Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the routine mapping, it was noticed that in situ measurements showed a device malfunction. However the parents did not report any deterioration of the hearing performance; the rehabilitation team reported that the child is not improving much and only auditory awareness was present. No physical trauma was reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary.

Event description:
During the routine mapping, it was noticed that in situ measurements showed a device malfunction. However the parents did not report any deterioration of the hearing performance; the rehabilitation team reported that the child is not improving much and only auditory awareness was present. No physical trauma was reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
During the routine mapping, it was noticed impedances reportedly gradually increasing. The parents did not report deterioration of the hearing performance; however the rehabilitation team reported that the child was not improving much and only auditory awareness was present. No physical trauma was reported. The patient was re-implanted.